Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the grip close cable is broken at the scissor grip, with one strand broken at the distal idlers. The grip hub has a peak across the cable groove that most likely contributed to breakage. The instrument has no uses left, indicating that the cable most likely broke on its' last life. Engineering also observed the distal end of main tube has a 1.5 inch section with material removed all around the tube. The damaged area is parallel to the tube axis, and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that the monopolar curved scissors instrument cable is broken and no pieces fell in the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.